Event description:
It was reported that the bmp impregnated gelfoam was rolled with morselized and spinous process bone and placed in the l4-l5 and l5-s1 levels bilaterally. Post op, it was reported that the patient had nerve damage.

Event description:
It was reported that on (B)(6) 2011, the patient presented with following pre-op diagnosis: l3-4, l4-5 and l5-s1 lateral recess and neuroforaminal stenosis with radiculopathy. L4-5 and l5-s1 segmental instability. Status post l4-5 laminectomy with post laminectomy instability. L4-5 and l5-s1 degenerative "hnp" with radiculopathy. Patient underwent the following procedures: decompressive lumbar laminectomies l3-4, l4-5 and l5-s1. Bilateral l3-4, l4-5 and l5-s1 medial facetectomies with bilateral l3, l4 l5 and s1 nerve root foraminotomies and subarticular decompression neurolysis. L5-s1 posterior lumbar interbody fusion with bmp. Left l5-s1 22mm cage insertion. L4 to s1 bilateral segmental pedicle instrumentation screws 35x7mm with 70mm rods. L4-5 and l5-s1 bilateral posterolateral intertransverse fusion with autograft-bmp. Harvesting of autograft. Intraoperative spinal cord neural monitoring. Epidural duramorph. As per op-notes, ".. Disc at l5-s1 was exposed. Bmp impregnated gelfoam was rolled with autograft. A cage 9x22mm was placed across l5-s1. The bmp impregnated gelfoam was now rolled with morselized laminar and spinous process bone were placed at l4-5 and l5-s1 levels bilaterally. Copious morselized autograft was placed firmly in posterolateral fusion mass at l4-5 and l5-s1 levels bilaterally. Screws were placed at l4, l5 and sacral levels. No patient complications were reported..."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs with a metal cage. The patient's post-operative period was marked by severe pain. Following the surgery, the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from severe injuries and damages, including bone overgrowth causing nerve compression, chronic pain and radiculitis.

Event description:
It was reported that on (B)(6) 2011 patient underwent decompressive lumbar laminectomies, l3-4, l4-5, and l5-s1. Bilateral l3-4, l4-5 and l5-s1 medial facetectomies with bilateral l3, l4, l5, and s1 nerve root foraminotomies and subarticular decompression neurolysis, l5-s1 posterior lumbar interbody fusion with bmp, left l5-s1 laguna cage insertion, l4-s1 bilateral segmental pedicle instrumentation leucadia screws with rods, l4-5 and l5-s1 bilateral posterolateral intertransverse fusion with autograft-bmp, harvesting of autograft and intraoperative spinal cord neural monitoring. On (B)(6) 2012 patient presents to the office with c/o pain post-op 3 level back fusion at l4-5. L5-s1. Per CT of the lumbar spine reveals recent l4-s1 fusion with pedicle screws. Persistant back pain and some recurrent radicular pain predominantly in the left leg. On (B)(6) 2012 patient presented for a CT of the spine lumbar w/o contrast which indicated the patient is status post transpedicular fusion of l4-s1 with a disc spacers seen at l5-s1. Bone graft material is seen between the transverse processes of l4-s1. The vertebral bodies are normal in appearance and alignment. Severe disc narrowing with vacuum phenomena is present with a small posterior broad based disc bulge at t12-l1, a trace broad based disc bulge is present with mild bilateral neuroforaminal stenosis seen at l3-l4, a severe degenerative disc narrowing with endplate disc osteophyte complex noted causing bilateral severe neuroforaminal stenosis. Significant streak artifact from the patients metallic prothesis are present, limiting evaluation of the thecal sac and spinal fluid canal. L5-s1 moderate disc narrowing with a disc spacer present. A small broad-based disc bulge is present with no central canal stenosis seen. There is right and moderate left neuroforaminal stenosis present. There is trace lucency surrounding the pedicle screws bilaterally at s1. On (B)(6) 2012 patient presents for office visit with c/o persistant back pain and some proximal left buttock pain. Per medical record patient gets fairly extensive bilateral leg pain on a regular basis and he also relates that he feels a clicking in his back with movement.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.